Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Associated MDR#s for kinked guidwire: 3006425876-2022-00902; 3006425876-2022-00901; 3006425876-2022-00900; 3006425876-2022-00899. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn#(B)(4). Associated MDR#s for kinked guidwire: 3006425876-2022-00902; 3006425876-2022-00901; 3006425876-2022-00899.